Event description:
The events involved misidentification of pts in conjunction with tests intended for another pt being ordered for said pt or incorrect tests being ordered for said pt. Reasons include problems with the interface at the user level, font size that is too small, click ordering the wrong test, clicking on the incorrect pt to receive a specific test, and others. These events have been associated with misadministration of radiation, incorrect pt going for operations, and incorrect tests being ordered. To our knowledge, no pt has suffered serious injury from a defective interface between user and computerized care record and ordering device.